Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned bcs ii locking femoral implant impactor showed a fracture through the anterior cam bumper, which was likely due to overload. An overload fracture can occur when the mechanical forces applied to the instrument exceed the strength of the material. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
The plastic liner that holds the femoral implant onto the impactor is broken off. No delay. Back up available.